Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector of the external pulse generator (epg) was in need of replacement. The caller was informed that the epg will no longer be serviced due to being older than five years of age, and was sent rebate information. The status of the epg is unknown. There was no patient involvement.